Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site replaced the blue fiber cable (bfc) and connector to resolve the problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported they are having a repeated non-recoverable fault once the patient was already docked. Before calling tse, they had already rebooted the system three times without success. Tse has reviewed error logs and found communication errors pattern pointing most likely to an improperly seated the blue fiber cable (bfc) on surgeon side console (ssc) 2. Tse guided caller to power off the system and reconnect the bfc on both sscs. While powering off the system caller informed that the surgeon had already decided to convert to laparoscopy as they had already rebooted the system three times before. The site reconnected the bfc and powered the system back on and still having the communication error again. Tse guided caller to disconnect the affected console and the system powered on with no errors. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.